Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the following device was received as blind unit product code: 255000100, lot# cv0802 tracking number: (B)(4). However, it could not be associated with a complaint or any other existing record. As a result, this complaint was created to analyze the returned device. This complaint involves one (1) device. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection found the tip deformed, this type of damage is consistent with repeated use over the years of service (21+ years). The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the [summit standard imp. Inserter] would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code provided is not a finished goods lot number.

Event description:
The following device was received as blind unit. Product code: 255000100, lot# cv0802. Tracking number: (B)(4). However, it could not be associated with a complaint or any other existing record. As a result, this complaint was created to analyze the returned device. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.